Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote es balloon catheter with no other devices. Magnified inspection identified a pinhole in the balloon material at the distal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material and ro markerband that could have contributed to the damage. Magnified inspection did not reveal any damage or irregularities. There was no evidence of any product quality deficiencies contributing to balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID # 2134265-2014-05066. It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach. The 100% stenosed target lesion was located in the severely calcified anterior tibial artery. After a non bsc guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation. The balloon was inflated however, it ruptured at 14 atmospheres. Then a 2.5mm x 40mm x 146cm coyote¿ es balloon catheter was advanced to the lesion; however, the balloon ruptured again at 14 atmospheres. The device was completely removed from the patient. The procedure was completed using a different device without any issue. No patient complications were reported and the patient's status was good.

Event description:
Same case as MDR ID # 2134265-2014-05066. It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach. The 100% stenosed target lesion was located in the severely calcified anterior tibial artery. After a non bsc guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation. The balloon was inflated however, it ruptured at 14 atmospheres. Then a 2.5mm x 40mm x 146cm coyote¿ es balloon catheter was advanced to the lesion however the balloon ruptured again at 14 atmospheres. The device was completely removed from the patient. The procedure was completed using a different device without any issue. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).